Event description:
Reporter alleged, that on (B)(6) 2009, the pt received a discrepant blood glucose result of 213 mg/dl at 12:13 back to back with a result of 105 mg/dl at 12:17 on the inform system when testing was performed within 10 minutes. Reporter alleged, that on (B)(6) 2009, the patient received a discrepant blood glucose result of 395 mg/dl at 23:42 back to back with a result of 100 mg/dl at 23:47 on the inform system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.